Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt called to report a "squeezing" in her chest and 2 beeps/alarms. The system controller showed low flow and low speed. The pt was brought into clinic and the device interrogated. The log files showed 2 motor stopped events. The pt was admitted. The system controller was exchanged and x-rays were taken of the driveline. The vad coordinator reported the only symptom the pt experienced was the squeezing feeling. The system controller was exchanged and there have been no further pump stoppages and the hospital is discharging the pt.

Manufacturer narrative:
The system controller was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the analysis of the returned device is completed.

Manufacturer narrative:
(B)(4). Was received on 02/25/2015 due to a pump exchange. Reference MFR # 2916596-2015-00534. (B)(4) device evaluation: no device-related issues that would have contributed to the reported event were identified through the evaluation of (B)(4). The pump was returned assembled with the driveline (dl) cut approximately 14 inches from the pump housing and the distal portion of the dl was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The heartmate ii lvas patient handbook contains a section dedicated to the system controller's warning lights and sounds. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The report of low flow and low speed were confirmed via review of the log file. There were 2 instances where the pump speed was captured below the low speed limit. On (B)(6) 2014, the pump began struggling to maintain a speed above the low speed limit, and during this time high power elevations were also recorded. The second instance of the pump stopping was associated with the driveline becoming disconnected; after the driveline was reconnected the pump ramped back up to the set speed without issue. The system controller was functionally tested and found to operate as intended during analysis. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a recent office visit and is doing fine. There were no additional comments of alarms during the visit.

Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(6) registry stating: pt admitted for low flow/low speed alarms. After consulting thoratec her controller was changed out.